Event description:
This 48-yr-old female underwent a "bam" in 1976 with silicone gel breast implants. The MFR of the implants is not known to this reporting facility as the procedure was done elsewhere. Over the years, the pt has developed encapsulation. Gross exam: both implants were massively disrupted. Micro: both capsules show fibrous tissue capsule with foamy microphages.